Manufacturer narrative:
Additional information: no product available for evaluation. A review of the dhrs for the kit and cement lot identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
International affiliate reports that during injection of confidence cement through a fenestrated screw, the patient's blood pressure decreased with a lowest rate of 50. Surgeon's initial plan was to insert confidence cement into twelve fenestrated screws and to perform a vertebroplasty at t12 and kiv l2 (compression fractures) follow by decompression. However, during the first cement insertion of the first six screws at the thoracic region, the patient's blood pressure was on a high alert of being too low. Both the anesthetist and the surgeon thought that it was due to the great amount of blood loss. However, this repeated during vertebroplasty at t12 and the second insertion of cement for the lumbar screws. Customer suspects that the patient may have a cement allergy. Surgeon decided to end the surgery and abort the thought of doing decompression. Patient's condition was critical immediately after the event. Blood pressure was still low and the patient was sent to ICU.

Manufacturer narrative:
The confidence cement was used during the procedure and is not available for evaluation. A follow up medwatch report will be filed upon completion of the investigation.